Event description:
On (B)(6) 2011, the patient's mom/reporter contacted animas on behalf of the lay-user/patient alleging that the patient experienced elevated blood glucose over 500 mg/dl due to a power issue on the animas pump. According to the reporter, the patient's blood glucose was "good" before dinner. The mom felt that the subject pump did not delivered basal and bolus insulin around dinnertime as the patient's blood glucose elevated to 500 mg/dl after dinner. That night the patient changed the battery 5 times without success to power on the pump. The patient went to the backup plan and managed her diabetes with insulin via syringe. During troubleshooting, the reporter was not able to power the animas pump on to check the history of the pump. There was no product misuse. The battery compartment was corrosion free. The battery was replaced but the issue was not resolved with training. The product was sent back for investigation. This complaint is being reported because the patient allegedly had high blood glucose after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 (1/12/2012) - addition information: information was added. The following selections were made: life-threatening. Required intervention to prevent permanent impairment/damage (devices).